Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated a device alert and stopped working. The patient's oxygen saturation dropped from 94% to 86%. At this time, it is unknown if the patient was transferred or the patient outcome.

Manufacturer narrative:
Correction: PMA/510 (k), additional information: unique identifier (UDI) #. On 2018-may-04, additional information regarding the repairs was received. Evaluation summary: a service engineer (se) inspected the device and was unable to duplicate the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.